Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the text was dim and faded on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a verify screen with reddish contrast. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the battery cap was found to have stripped threads and portion of the battery compartment above the grip pad was missing. The cap was unable to tighten properly and a test cap was used in the evaluation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).